Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, the surgeon noticed scratch on the lens after the lens was implanted. The lens was explanted during initial procedure. The procedure was completed on same day. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Information was provided that indicated the use of a qualified cartridge and handpiece. The viscoelastic information was not provided. It is unknown if a qualified viscoelastic was used. The root cause cannot be determined for the reported complaint. The lens was not returned. It is unknown if a qualified viscoelastic was used. The instructions for use (IFU) instructs: company foldable intraocular lens (iol) are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: use holding forceps to grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until it is centered with or slightly past the outline etched into the top of the cartridge. Lenses with a 6.5 mm optic diameter may need to be pre-folded for easy entry into the back of the cartridge. Lens may be pre-folded by gently applying pressure to the edge of the lens while holding the central optic with forceps. The trailing haptic will extend from the proximal end of the cartridge. Position the trailing haptic to the left of the haptic post as shown in the detailed view. This will allow the plunger to go past the haptic during the initial advancement of the plunger into the cartridge. Verify the lens is positioned on the bottom surface of the cartridge. The haptic should be maintained to the left of the post when the lens is loaded correctly. Accurate positioning of the lens will decrease the potential for optic and haptic damage. The completed questionnaire indicated on the question asking if the viscoelastic was at room temperature, the provided answer was refrigerated. Based on this answer it would appear that perhaps the viscoelastic may not have been allowed to come to room temperature prior to use. Per the IFU: only use an company ovd qualified for use with the company iol delivery system that has been allowed to come to the operating room temperature. Completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Information was provided that the company lens was removed and replaced with another company diopter lens. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).